Manufacturer narrative:
Concomitant medical products: 2088tc st jude lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was considerable electromagnetic interference (emi) observed on remote transmission, which resulted in elevated sensing integrity counter (sic) and high rate non sustained counters; a lead integrity alert (lia) had triggered. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.